Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignant pain. It was reported that the patient was in the ER. They thought the pump was not functioning as the patient was "combative." They believed the patient was withdrawing. The caller stated that the pump was last filled in march, and the next fill is scheduled for may 13. The pump was not audibly alarming that they were aware of, and the patient did not experience any falls or trauma. The issue was not resolved through troubleshooting. The caller was redirected to the national answering service (nas).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.